Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ cyst(s): unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "suspected intracapsular rupture" ¿small amount of free fluid along the periphery of the implants¿ ¿single simple cysts up to 0.3 cm in size are detected in the mammary parenchyma.¿ the device has been explanted.

Event description:
Patient reported left side "suspected intracapsular rupture" ¿small amount of free fluid along the periphery of the implants¿ ¿single simple cysts up to 0.3 cm in size are detected in the mammary parenchyma.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side "suspected intracapsular rupture" ¿small amount of free fluid along the periphery of the implants¿ ¿single simple cysts up to 0.3 cm in size are detected in the mammary parenchyma.¿ device remains implanted.